Event description:
It was reported that there was high impedance and elevated short interval counts (sic) on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert (lia) were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). There was 2635 of 4622 lifetime v-sic occur since (B)(6) 2013. Lia was triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and ventricular-sic. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) jul 2013 max ventricular pace impedance rises from an approximate baseline of 850 ohm to greater than 4000 ohm the week ending (B)(6) 2013. The lia criteria for nst were met on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.